Event description:
A foley catheter was inserted prior to c-section on 5/2/93.l on 5/3/93, the nurse attempted to deflate foley by withdraeing saline from balloon with syringe and was unsuccessful. A second attempt was made by the nurse to deflate the balloon by cutting catheter and was agin unsuccessful. A third attempt was made by the physician by inserting 60cc saline and bursting balloon. This ruptured the balloon, thereby allowing foley tobe removed. The patient was instructed to strain her urine for fragments, as it was not possible to know by visual inspection if all of the balloon was removed with the catheter. If no portion of the balloon was passed with in 30 days, then the patient was instructed to see a urologist for a cystoscopy.no fragment were retreived by straining the urine, so this patient was admitted for cystoscopy on june 18, 1993. The small piece of balloon was retreived, and is in the possession of this writer.at the time of the incident, the nurse states she wrapped the foley catheter and sent it to the purchasing dept. For return to the manufacturer. The purchasing dept. Has no record of this return to bard, and the bard representative has no record of receiving itinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, none or unknown. Invalid data - on device destroyed/disposed of status.